Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and no damage was observed then, during a second inspection, a hole was observed on the pebax. An irrigation test was performed, and water leakage was observed from that area, meaning that the irrigation tube was broken inside the pebax. A manufacturing record evaluation was performed for the finished device and no internal action related to the complaint was found during the review. The customer¿s reported issue of cannot be confirmed since the irrigation tube was broken inside the pebax causing water leakage. The damage observed on the pebax and the irrigation tube cannot be cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Date of event is unavailable, as such, the field is intentionally left blank. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer the thermocool® smart touch® sf uni-directional navigation catheter did not work properly as no irrigation was possible. The catheter was exchanged with a same like product and the issue solved. No adverse patient consequences were reported. The customer¿s reported issue of no occlusion or no irrigation is highly detectable by the physician and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/3/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found no visual damage or anomalies. On 6/24/2020, during a second visual inspection the catheter was inspected, and it was found with a hole in the pebax. This finding of a hole in the pebax is considered to be an MDR reportable malfunction since the integrity of the device has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/24/2020 and reassessed as MDR reportable.